Manufacturer narrative:
Based on the claim against the product by the customer noting 30-degree endoscope unintuitive motion, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the endoscope for evaluation. Although the complaint was not confirmed by failure analysis since the endoscope was not returned, the information gathered indicates that the device did contribute to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted pancreatic duodenectomy surgical procedure, the universal surgical manipulator (usm) 3 faulted a few times during the case with a 23003 fault. The camera was on usm 3. The intuitive surgical inc. (Isi) technical service engineer (tse) viewed logs and confirmed a 23003 fault on usm 3 axis 4. The tse recommended customer to check the 30-degree endoscope by rotating it to see if there was any resistance or grinding and to return the endoscope if there was. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was pancreatic duodenectomy. The serial number of the endoscope was unknown. The procedure was completed robotically with all 4 usms and no usm was disabled. The image was not inverted. The endoscope did move unintuitively and was a 30-degree endoscope. There was no indication of the image orientation provided to the user via user interface. The endoscope and endoscope¿s adapter/base still engaged/in-synch/ was attached. There was no physical damage on the outside, but when the customer rotated the base, there was a grinding sound. The surgeon manually associated the right and left masters with the respective usms for intuitive motion. To resolve the issue, the customer disengaged the endoscope and reengaged it. The horizon was set back to normal, and the procedure was completed as intended. The same scope was used to complete the procedure. No patient injury.